Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump screen is shattered. She noticed the damage when attempting a bolus delivery. Customer's blood glucose is 108 mg/dl. There is a large crack on the screen. Customer does not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip. No shattered screen noted during visual inspection.